Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient by the customer, the cs100 intra-aortic balloon pump (iabp) keypad augmentation light did not turn on and did not read the helium values. There was no harm reported.

Manufacturer narrative:
Additional information: (B)(6). Contact person department: cath lab nurse a getinge field service engineer (fse) evaluated the unit and confirmed damage and found that the keypad augmentation light was not on and could not read the helium value. Fse provided the purchase order (po) to customer for parts keypad controller pcb and high pressure transducer but still customer not approved the po. So, the part did not replaced by fse. The investigation shall be closed now. If any new information received related to part replacement and part returned, the complaint will be reopened and updated it.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed damage and found that the keypad augmentation light was not on and could not read the helium value. To fix this issue fse replaced the pcb, keypad controller and high-pressure transducer. Test overall functionality. The machine can work normally.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.